Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced continuous low blood glucose (bg) level ranging from 40 to 70 (mg/dl). Reportedly, the customer became incapacitated and received assistance from husband. Carbohydrates were consumed to treat the low bg level. Reportedly, the customer consulted with healthcare provider regarding diabetes management.